Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the inaccuracy issue began at 3:30pm on (B)(6) 2017, when she obtained an alleged inaccurately high blood glucose result of ¿488 mg/dl¿ on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin which she self-adjusts. She reported that after obtaining the alleged inaccurate result, she administered an increased dose of 4 units of humalog insulin, also at 3:30pm on (B)(6), and after an unknown time, became ¿confused and unresponsive¿. She reported that at 4pm on (B)(6) 2017, she obtained a blood glucose result of 28 mg/dl on an emergency medical services (ems) meter and received treatment of ¿IV glucose¿. She indicated that after the treatment, a result of 157 mg/dl was obtained on the ems meter at 4:46pm. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure and her test strips were within expiry date and had been stored correctly. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient for her comfort. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. I.e. Confused and unresponsive requiring hcp intervention, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.